Event description:
It was reported prior to starting a da vinci s surgical procedure that the tenaculum forceps instrument was noted to have a broken wire. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the pitch up cable was broken at the distal clevis hub. The cable segment that contained the crimp is missing. The clevis did not exhibit any damage or wear marks. The other cables at wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.